Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. (B)(4).

Event description:
Information indicated by medtronic that the insulin pump was damaged. No harm requiring medical intervention was reported. The device was returned for analysis.